Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-70. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: infinion cx lead kit, 70cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-1432. Batch/lot number: (B)(6). Serial number: (B)(6). Model/catalog description: wavewriter alpha prime 32 ipg kit. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that